Manufacturer narrative:
(B)(4).device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported that during an angioplasty, a balloon rupture occurred. Access was obtained through the left common femoral artery. The 90% stenosed lesion was located in the moderately tortuous and severely calcified posterior tibial artery. The physician advanced a non-bsc guidewire to the lesion. The posterior tibial artery was predilated for 30 seconds at 10atms with a 3mmx120mmx150cm sterling sl balloon. After predilation, the lesion had less than 5% stenosis. The physician inflated the 3mmx120mmx150cm sterling sl balloon for 30 seconds at 12atms to further dilate the lesion. On the second inflation the sterling sl balloon ruptured. The procedure was completed with a different 3mmx120mmx150cm sterling sl balloon. No additional patient complications were reported and the patient's status was good.